Event description:
End-user reported that one and a half months ago she developed an itchy red rash under the tape collar.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. It was reported that the end-user saw a local ostomy nurse last week who discontinued the product and placed her on another brand product. She also changed adapt powder to nystatin powder. The issue then resolved. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. (B)(4).